Event description:
A caller reported a tandem mobi cartridge alarm that was confirmed by technical support during the pumping process. There was no reported adverse impact on customer's blood glucose level. As a corrective action, technical support arranged for a replacement pump and instructed the caller to use multiple daily injections (mdi) as backup therapy. The customer was informed about the required procedure to store and return the faulty pump and acknowledged these instructions.